Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-53102.

Event description:
It was reported, the customer was receiving no delivery alarms on their insulin pump. Customer reported they had been changing their infusion set, reservoir, and insulin, but the alarm persists. It was also found the alarms were occurring during a manual prime. The customer also reported the alarms were recurring. The customer also reported a high blood glucose incident where their blood glucose rose to 430 mg/dl. Customer's current blood glucose was 155 mg/dl. Customer also stated their cannula was not bent. No additional information provided.